Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their lead replaced due to unspecified damage. Also, the pt's implantable neurostimulator (ins) was over-discharged but was recharged and functioning again. It was noted that the device was over-discharged for about (B)(6). A revision was scheduled to replace the device. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.